Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for short v-v intervals and abnormal impedance where there was a spike in impedance. The r-wave sensing was noted to be decreasing. Stored episodes showed t-wave oversensing followed a premature ventricular contraction. The lead remains in use. No patient complications have been reported as a result of this event.